Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement when using the device. The patient underwent revision surgery to replace the magnet on (B)(6), 2011. The implanted device remains.